Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products have been identified. The lot number was not provided, a lot history review could not be performed. The samples was returned to the manufacturer for inspection/evaluation. The evaluation is identified for fluid leak. A definitive root cause for the reported event could not be determined. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2. H10: the lot number was not provided, a lot history review could not be performed. The samples was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for fluid leak and material split. A definitive root cause for the reported event could not be determined. The devices are labeled for single use. H10: g4. H11: h6(results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.